Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level had no reported impact. No additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.